Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, removal difficulties occurred. A promus drug-eluting stent of unk size was successfully deployed in the unspecified target lesion. Post-deployment, the physician was able to remove the stent delivery system separately from the choice guide wire, but resistance was encountered. There were no pt complications and the pt's current condition is listed as "fine". Additional information was requested but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.